Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 126 mg/dl. Customer advised the display screen was partially blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump was monitored for 24 hours, no intermittent blank display noted; no missing segments or partial display noted. All operating currents are within specification and passed displacement test, self-test, off no power test, unexpected restart error test, rewind and basic occlusion test. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on the lcd board. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.